Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that on (B)(6) 2013, patient presented with following pre-op diagnosis: multilevel lumbar spondylosis from l2 to s1. Severe lower back pain. Foraminal stenosis l2, l3, l4 and l5 nerve roots. Bilateral leg radiculopathy, right greater than left. Failed non-operative treatment including medication, therapy, injections. Bilateral sacroillitis. Lifestyle modification. Procedure: anterior discectomy, l4-5 via anterolateral approach/oblique lumbar interbody fusion l4-5 packed with a cage/bone morphogenetic protein and allograft bone. Anterior discectomy via anterolateral approach /oblique lumbar interbody fusion, l3-4. Packed with bmp. Anterior discectomy via a modified anterolateral approach at l2-.anterior interbody fusion at l2-3 packed with the cage with bone morphogenetic protein and allograft bone. Posterior fusion, instrumentation, pedicle screws and rods from l2 to ilium. Right l2-s1 hemilaminectomy. Right l2-5 far lateral nerve root decompression. As per-operative notes: lordotic spacer packed with a bmp was placed. Bone was harvested from the facet joint was saved for later use. Bilateral facetectomies at l2-s1 were done. Intradiscal space was packed with autograft bone, allograft bone, bmp, and graft and then crescent cage was placed..¿ patient alleges unspecified injury due to use of rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.